Manufacturer narrative:
(B)(4). Concomitant medical products: sodium hyaluronate. The events of high intraocular pressure, hyperemia, inflammation/irritation, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical study patient with an implanted xen 45 gel stent was experiencing a mild corneal edema and mild conjunctival congestion in the right eye shortly after implant. Roughly 6 months after implant the patient experienced a rise in intraocular pressure in the right eye following an anti-glaucoma procedure as an iop test was conducted which noted a pressure of 29.5mmhg in the right eye. The patient was hospitalized for roughly a month. Patient had a bleb filtering separation surgery four times and had flouracil .2ml injections five times over the course of the month of hospitalization and used bimatoprost and timolol with brinzolamide eye drops for treatment. Patient was discharged from the hospital as another iop test noted the pressure was at 14.9mmhg and the event resolved.